Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased express bolus, escape, up and down buttons dome switches. No button error alarm during our testing. No unlocked lcd keypad connector. All operating currents within the specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir alarm anomalies noted. No unexpected external ram crc error, unexpected restart and software error alarm anomalies noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed signal too low, unexpected restart error, and software error. The software error alarm occurred during the priming process. The patient's blood glucose at the time of incident is unknown. The alarms were unable to be cleared due to an unresponsive keypad. The patient did not recall any significant events leading to the keypad anomaly. The insulin pump will be returned for analysis.